Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. The patient returned to the clinic and new programming changes suggested by the physician were completed. The patient condition was okay after the follow-up.